Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited low pacing impedance, oversensing noise, and inappropriate automatic mode switching. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.